Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: patient-device interaction/major bleed: the cause of patient-device interaction/major bleed was most likely use related since clinical team confirmed the 2nd & 3rd percloses failed to deploy & stuck resulted in the team got to use using moderate force to remove percloses and caused bleeding.

Manufacturer narrative:
A5 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A 79-year-old male undergoing high-risk percutaneous coronary intervention (hrpci) had a left femoral arterial access obtained for planned impella cp support). The impella sheath was inserted and the pump was opened and primed; however, upon insertion of a diagnostic pigtail catheter into the left ventricle, lv gram findings suggested subaortic stenosis and/or hypertrophic obstructive cardiomyopathy (hocm), and the decision was made to abort impella placement. The impella sheath was subsequently removed over a 0.035¿ j-wire without complication. During vascular closure, the first perclose device was successfully deployed, the second perclose failed to deploy and became lodged, and moderate force was required for removal. A third perclose device was then inserted and also became stuck. Vascular surgery was consulted, and the patient was taken to the operating room for femoral artery repair to address vascular damage identified during closure. The procedure was aborted, and the vascular injury occurred during the closure phase and required surgical repair; the impella device was not implicated, and the patient recovered without reported adverse outcome. The patient survived.

Manufacturer narrative:
The device will be returned for evaluation.